Event description:
Procedure: sigmoid resectionthe surgeon squeezed the handle to fire and then pulled back on the return knobs, removed the instrument and noticed the staple line only formed about 3/4 of the staple line. The remaining 15mm was transected but no staples were placed. The procedure was then converted to an open and the size of the laparotomy had to be increased. The surgeon completed the transection and anastomosis by pulling the bowel through the laparotomy. The or time was increased however patient is doing well.